Manufacturer narrative:
The tandem t:slim pump user guide indicates that humalog insulin was tested and found to be safe for use in the t:slim pump for up to 48 hours. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer received multiple occlusion alarms during bolus delivery. After the alarms were received, they were cleared without clearing the occlusion from the system. The contact and customer performed a system check with the tubing disconnected from the infusion site and an occlusion alarm occurred. The customer changed the cartridge, tubing and infusion site. The customer's blood glucose level was 500 mg/dl and a correction bolus was performed with the pump after the supplies had been changed. Reportedly, the cartridge had been in use for 3 days.